Manufacturer narrative:
Investigation is currently pending.

Event description:
The device user (du) reported that the device was continuing to enter liver on board (lob) mode. Troubleshooting was then completed and it was discovered that the pressure sensors were the cause of the false lob mode. It was suggested that the du open a new disposable set. The du opened a new disposable set and was able to proceed with the perfusion. Subsequently, the liver was transplanted.